Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's usb charging cable was not fitting properly and would fall out of the charging port. Subsequently, this was causing the customer to experience difficulty when charging the pump. There was no reported impact to the customer's blood glucose levels. A replacement usb cable was sent to the customer. Follow up with the customer confirmed that the pump was able to be completely charged using the replacement usb cable and no further issues were noted.